Event description:
End user hosp claims that air was injected into pts coronaries during normal hand injection, and routine cases due to the rotating adaptor falling off the manifold in their custom kit. The customer also claims that, but that there had been no adverse outcomes or pt injuries.